Event description:
It was reported that the device reached battery depletion early and the device was at elective replacement indicator (eri). The right ventricular (rv) lead had a chronic high threshold. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The analysis found the battery depletion was normal that meets expected longevity.